Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope, had blocked air channel. The issue occurred during reprocessing. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the acoustic lens chipped. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: acoustic lens has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber is detached; bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber has a crack; due to a dent on air/water tube, water supply volume does not meet the standard value; due to damage on air/water tube, water removal ability does not meet the standard value; due to a dent on nozzle, amount of water contact does not meet the standard value; plate has corrosion due to water leakage; adhesive around objective lens is peeled; objective lens has a scratch; connecting tube has a scratch; connecting tube has a wrinkle; paint on air/water cylinder is peeled; switch3 has a scratch; switch1 has a scratch; universal cord has a wrinkle; connecting tube has a wrinkle; protector of universal cord on control section side has a scratch; due to a dent on nozzle, amount of water contact does not meet the standard value; due to damage on air/water tube, water removal ability does not meet the standard value; and due to a dent on air/water tube, water supply volume does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens chipped was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.